Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 270 mg/dl (15 mmol/l) while wearing the pod for an unspecified duration of use. The patient reported being unsure if the cannula was properly seated in the infusion site. The location of the infusion site was not specified. The pod was discarded. Treatment details were not provided.